Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not responding. Pt stated, the down button is no longer responding to presses properly. Pt reported, the button pops out when pressed and released. Pt has a backup infusion device to use. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.